Event description:
This MDR is being filed in association with the alleged event filed by the pt's attorney in MDR# 1018233-2012-02195, 02198, and 02196. There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's medical records. Associated mdrs: 1018233-2012-02195, 02198, 02196.

Manufacturer narrative:
The sample as not returned. The finished product met all spec prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: pelvisoft biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. (B)(4).